Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10852. It was reported that stent thrombosis and myocardial infarction (mi) occurred. In july 2016, percutaneous coronary intervention was performed. The 100% stenosed target lesion was located in the left anterior descending (lad) artery. Pre-dilation was performed using a 3.0x12mm non-bsc balloon catheter. A 3.50 x 38 and 4.00 x 12 synergy¿ drug-eluting stents were successfully deployed at 9 atmospheres at the distal and proximal lad respectively. Post dilation was performed using 3.0x12mm non-bsc balloon for the distal stent and 4.5x8mm balloon for the proximal stent. Intravascular ultrasound was performed and the procedure was completed. In (B)(6) 2016, the patient presented with mi and stent thrombosis. The stent was noted under insufficient expansion because of the calcification in lesion. Plain old balloon angioplasty (poba) was performed and drug coated balloon (dcb) was used. The patient still have asyrnegy of left ventricle apex.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient was under observation after the procedure.